Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of bio-medicus life support cannulae, upon opening the product the customer experienced difficulty with the introducer, which could not be removed from the catheter body due to it being sticky/high friction at a specific point. The customer decided to check other multistage femoral venous cannula in their stock. They observed the same ¿non-perfect circle¿ on the cannula body tip on most of the cannulae in their stock. They opened two expired devices and checked if the introducer was sticky upon removing around 7-10cm. It was confirmed they were sticky. This was noted on the extracorporeal membrane oxygenation (ECMO) life support range as well as the bio-medicus next gen multistage cannulae. They also removed from the hospital an expired multi and also an expired old gen bi-caval and they were both ¿slightly sticky¿ at the 7-10cm area when removing the introducer. Medtronic received additional information that the issue with the cannulae tip shapes was an observation during checking other stock at the customer site. The customer queried whether this was normal and could it be playing a part in the introducer sticking events. The first bio-medicus life support multi device was an expired cannula they had in their training area still in its packaging unopened. When they removed the introducer, it had more friction around the 10cm mark and when they removed the introducer completely the tip of the cannula was not a perfectly round shape. The customer had the second bio-medicus nextgen multi-stage femoral venous cannula in their training area in the original packaging unopened. Upon visual inspection, the introducer showed some friction at around 10cm of removal and the cannula tip was slightly oval when the introducer was fully removed. Whilst the cannula tip seemed to be slightly oval in the packaging for a few ranges of bio-medicus, the customer requested whether it was normal/acceptable (due to the fingerlet design) and could this issue cause more friction on the introducer removal. No tips were obstructed. Once the introducer was inserted, the cannulae appeared normal. There was no patient involved.